Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly in the appearance. The actual sample, after having been rinsed and dried, was primed with saline solution. No entrainment of air was observed. The actual sample was filled with saline solution and pressurized at 2.0kgf/cm2 for six hours. No leak was observed. A review of the device history record and product release decision control sheet of the involved product code lot number combination confirmed there were production related problems or discrepancy in the test result. A review of the complaint files confirmed the involved product code/lot number combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, the investigation result verified that the actual sample was the normal product with no anomaly which could have been a trigger of the reported air leak. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) perform priming using crystalloid solution which contains no blood, plasma and/or blood derived products. When blood contacts the hollow fiber surface, air purge from the micro pore becomes difficult. Therefore, if blood derived products are used during priming, start bypass after performing air purge thoroughly. (2) ensure that the de-airing process is complete prior to initiating bypass. Repeat b. "Priming procedure" to dispel air. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported leakage in the capiox rx15 device. Follow up communication from the user facility reported the following information: after the blood remaining in the oxygenator was collected through the purge line tube connected to the arterial filter at the end of the extracorporeal circulation. When re-priming was carried out. It was reported the purpose of the re-priming being carried out at the termination of the extracorporeal circulation was to prepare for a need of re-circulation by any chance. Air bubbles were seen coming out of some location in the oxygenator module continuously into the blood pathway. The procedure was completed successfully and there was no immediate patient impact reported.